Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. The fsr replaced the o2 blender but was unable to get the 30% adjustment within the spec on his analyzer but the monitored values shows within specification. The technical support advised the fsr that he needs to get the analyzer calibrated for accuracy but the blender may also be faulty.the values at 30% on the analyzer were 24.5% and at 90% were 67% (78% on the monitor).

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is having fio2 (fraction of inspired oxygen) error. Furthermore, there was no patient associated with the reported event.